Event description:
Related manufacturer reference number: 2017865-2022-00077. It was reported that the patient in clinic for revision procedure. The right atrial (ra) and right ventricular (rv) leads were dislodged and twisted confirmed via fluoroscopy. The ra and rv leads were explanted and replaced. The patient was stable.

Manufacturer narrative:
The reported event dislodgement due to twiddler's syndrome was not confirmed. A complete lead was returned in one piece with retracted/clogged helix. Visual inspection found no anomalies. After the helix was cleaned it could be retracted and extended. Electrical testing found no anomalies.